Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill leaked a dark fluid. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill leaked a dark fluid. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for leaking a substance was not confirmed through functional evaluation, disassembly and visual inspection. The components of the device were conforming for the event.